Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began at an unspecified time the day prior. The cca noted that the patient manages his diabetes with diet and exercise and denied taking any action regarding his diabetes management as a result of the issue. On the evening of original date, approximately 24 hours after the alleged issue began; the patient claimed he developed symptoms of feeling shaky and sleepy. The patient reported that he ate more food and/or drink in response to the symptoms. During troubleshooting, the customer care advocate confirmed there was no known trauma, and that the patient had replaced the subject meter's battery as recommended in the owner's booklet. However, the power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do ot pass inspection in a supplemental report.